Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. In addition, noise oversensing was also noted on the rv channel. Technical services (ts) recommended further testing. A possible rv lead fracture was discussed, but it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis as it was surgically abandoned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Follow up report 1 (additional information): this report is being submitted to update section b6, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. In addition, noise oversensing was also noted on the rv channel. Technical services (ts) recommended further testing. A possible rv lead fracture was discussed, but it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. Additional information indicated that the patient with this rv lead underwent a lead replacement procedure. During the procedure the lead exhibited difficulties to be removed as the left subclavian vein was occluded. As a result, the rv lead was surgically abandoned and successfully replaced. In addition, the lead fracture was confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. In addition, noise oversensing was also noted on the rv channel. Technical services (ts) recommended further testing. A possible rv lead fracture was discussed, but it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. Additional information indicated that the patient with this rv lead underwent a lead replacement procedure. During the procedure the lead exhibited difficulties to be removed as the left subclavian vein was occluded. As a result, the rv lead was surgically abandoned and successfully replaced. In addition, the lead fracture was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b6, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.